Event description:
Customer reached out to saalt on 7/21/2020 to let us know they have experienced leaking issues and also that they have developed prolapse, which their doctor believes may be due to using the saalt cup. Saalt followed up on 7/21/2020 with additional questions and shared our blog post and information about the lack of research surrounding menstrual cups and prolapse. Customer responded on 7/21/2020 and stated this was her third cycle using a menstrual cup, but only the first cycle with her saalt cup. She has carried two pregnancies to term and had never been diagnosed with prolapse prior to this visit to her doctor after using menstrual cups. Her doctor diagnosed her with anterior wall prolapse. Saalt issued a refund for the purchase of their cup via (B)(4).